Manufacturer narrative:
The lot number was not provided, therefore, the device history record could not be reviewed. No sample was provided, therefore, the root cause could not be assigned. During the product development phase, all materials used for the mask were evaluated for biocompatibility. There have been no changes to the materials used. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately no test or series of tests can guarantee that a particular item will be compatible with all users. We will continue to monitor our customer base for complaints of this nature.

Event description:
A dietary worker developed a rash, saw a physician, and has missed time from work.